Event description:
It was reported that an unspecified quantity of primary IV (intravenous) infusion sets were running at the same time as the secondary infusion lines. This occurred during unspecified patient infusions and while in use with an IV infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.